Event description:
It was reported that the patient had a pacemaker change procedure on (B)(6) 2025. The patient reported not feeling well a few weeks after the procedure. The patient experienced chills, fever, and drainage from the incision was observed. Cultures obtained confirmed presence of + staph aureus/mssa bacteremia. The patient was given antibiotics by mouth but did not improve. The patient was admitted to the hospital for IV antibiotics and scheduled for a pacemaker system extraction. The physician suspected that the infection was contributed to by the pacemaker change procedure as there were no other factors known. The pacemaker system including the right ventricular (rv) lead (model 4470) was removed. It was noted on echocardiogram that there was a dense structure around the rv lead that was sitting by the atrium. The patient tolerated the procedure without difficulty and left the operating room in stable condition. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).